Event description:
The user facility reported that the touch panel connected to their hv1000 video switch was not responding to commands. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 video switch and found that touch panel required replacement. The technician replaced the touch panel, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.